Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the monopolar curved scissors instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, sparking occurred while using the prograsp forceps instrument and a monopolar curved scissors (mcs) instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was damage to the prograsp forceps instrument after the issue occurred. The arcing originated from the mcs instrument and travelled to the forceps instrument. The surgeon was cauterizing tissue when the issue occurred. The forceps instrument was holding tissue. But it did not touch the scissors instrument. The mcs instrument was installed correctly. The mcs had been in use for 20 minutes before the arcing occurred. The mcs did not collide with any other instruments. The mcs did not come into contact with any clips, sutures, or staples. The mcs had not been immersed in liquid, nor contaminated with biodebris prior to activation. The surgeon believes that the forceps instrument being too close to the mcs sheath caused the issue.